Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for atrial tachycardia. Boston scientific technical services (ts) reviewed the arrhythmia logbook information and noted that the patient had atrial tachycardia with 1:1 conduction. Anti-tachycardia pacing (atp) was ineffective in terminating rhythm. Shock therapy was successful in slowing down patient¿s rate, indicating a successful cardioversion. Ts also noted that the right atrial (ra) lead impedance has been greater than 2,000 ohms for the past year. No adverse patient effects were reported. Device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.